Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture came out when the plunger of the proglide device was removed¿ was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing noncomformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3 - it was reported that the device would not be returning for analysis; however, the device was returned for evaluation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling., - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was retained by the hospital and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, no suture came out when the plunger of the proglide device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.